Event description:
It was reported patient experienced pain at the ipg site. Patient underwent surgical intervention on (B)(6) 2026 wherein the ipg was repositioned to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(6).

Manufacturer narrative:
A patient experiencing pain at the ipg site was reported to abbott. The ipg was relocated and therapy was resumed. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.